Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 48 mg/dl at the time of incident. Customer reported an issue with the insulin pump due to a insulin flow blocked, the customer explained that he experienced a low blood glucose due to that. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did alleging insulin pump for over delivery, due to customer thinks that insulin pump was over delivering due to he felt that his blood glucose were going down. Customer stated that they did used auto mode feature at time of low blood glucose event. The insulin pump will not be returned for analysis.